Event description:
It was reported that a remote transmission showed noise and oversensing at very fast rates in both the atrial and ventricle channels at the same time, but the defibrillator system does not have an atrial lead. The device and the right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (B)(6) 2011; 6940-52 implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed noise and oversensing at very fast rates in both the atrial and ventricle channels at the same time. The device and the leads remain in use. No patient complications have been reported as a result of this event. It was additionally reported that there was intermittent electromagnetic interference observed on stored electrograms for both the atrial and ventricular channels.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Egms show noise consistent with emi. Lead failure predictor triggered most recently on (B)(6) 2013 for v-sics and nsts. Oversensing observed as result of apparent emi.